Event description:
The customer reported that they believe solidifier residue remained inside the channel involving an olympus ultrasonic gastrovideoscope. There was no patient injury reported.

Manufacturer narrative:
The device was returned to olympus and the customer's reported issue was confirmed because the channel walls were torn. In addition, the following reportable malfunctions were identified during the device evaluation: there was a cut on the pink probe and the adhesive around the light guide lens was chipped. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely the reported issues occurred due to a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.